Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the resin part of the image guide hose of the videoscope fell off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause for the event of resin part of the insertion part fell off. The event can be detected/prevented by following the instructions for use which state: instructions rhino-laryngo videoscope olympus enf-v3 important information - please read before use warnings and cautions do not coil the insertion tube, universal cord, or video cable with a diameter of less than 10 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not twist or bend the bending section with your hands. The endoscope damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.